Manufacturer narrative:
Product complaint # (B)(4). Additional information: lnstituto grifols, s.a. (Ig) upon receipt of the reported incident, additional information was requested to support the investigation, including the code, the batch number, details regarding the incident experienced, whether it was used on a patient, the availability of images of the affected device and details about the product return. To date, no additional information has been received, and the device has not been returned to either ig or ethicon facilities. Since the quality issue has not been clarified, the batch number is not available and there are no pictures or the device available to date, it has not been possible for ig to perform a proper investigation. Based on the above, we proceed to close the complaint. Please note if any other information is received which could be significant and allow us to perform an investigation we could return to the investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. H 6. Medical device problem code: a27 ¿ leakage. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the vistaeal product code involved (vst02, vst04, vst10)? ¿ what is the lot number of the vistaseal product involved? ¿ can you please elaborate on the quality issue experienced with the product? ¿ was the product administered to the patient? ¿ were there any patient consequences? ¿ are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
T was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. The healthcare professional who was attempting to use the device to achieve hemostasis during an anal fistula, however he was not able to fit the rigid tip in incision resulting in the sealant coming out of pocket. No adverse patient consequences were reported. Additional information was requested.